Manufacturer narrative:
On (B)(6) 2020, after secondary review of the file, conclusion code (4315): cause not established was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast reconstruction with unknown textured mentor gel breast implant has experienced postoperative implant rupture and granuloma on an unknown side. The patient reported that one of the implants was leaking silicone into the breast pocket, and silicone also got into the lymph nodes. As a result, the patient underwent explantation and replacement with unspecified breast implants on (B)(6) 2020.